Manufacturer narrative:
Patient's exact age is unknown; however it was reported that the patient was over the age of 18. A visual examination of the spyscope ds device found that the working channel sleeve extended from the distal cap when received. A functional inspection was performed. The spyscope ds was plugged into the controller; the displayed image quality was poor and visualization was then lost. The distal tip would articulate without issue. The distal tip was not loose. The proximal end of the distal cap was aligned to the cap weld. A spybite device was passed through the working channel without issue. The distal end of the exposed working channel sleeve was tugged; it was not detached from the catheter. There was evidence that heat was applied on the outside of the catheter during manufacturing assembly. Part of the distal end of the catheter was removed to examine the working channel. Further evaluation found that there is evidence of adhesion of the working channel sleeve to the inside of the catheter. The complaint was not consistent with the reported event of no visualization, however, it was found that the image quality was poor, followed by image loss. In addition, the working channel sleeve extended from the distal cap when received. Most likely, the defect was due to some operational or anatomical aspect of the procedure. Therefore, the most probable root cause for the working channel sleeve protrusion is operational context. A DHR (device history record) review was performed and no deviation was found.

Event description:
It was reported to boston scientific corporation that a spyscope digital access and delivery catheter was used in the bile duct during an endoscopic retrograde cholangiopancreatography (ercp) procedure performed on (B)(6) 2017. According to the complainant, during preparation, the spyscope ds was plugged into the spyglass ds controller and no image was displayed. Reportedly, there was no visible damage noted on the spyscope ds. The procedure was completed with a second spyscope digital access and delivery catheter and the same spyglass ds controller. There were no patient complications reported as a result of this event. This event has been deemed a reportable event based on the investigation results; working channel sleeve protrusion.